Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated that they experienced alarm when insulin pump was used under water and belt clip was broken. Customer stated that insulin pump was neither drop nor bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No alarms noted during testing. Moisture damage was found on the electronic assembly during visual inspection. P-cap/reservoir locked properly in place. Device received with cracked belt clip rail case corner and battery tube threads. Device received with scratched case. Device received with pillowing keypad overlay.